Event description:
It was reported that a patient's device died about three years ago in 2010. The reporter stated that the device was going to be removed as the patient had to have some mris due to a new injury in her back. It was noted that the back injury was not related to the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3888-33, lot # l80903, implanted: (B)(6) 2000, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).